Event description:
It was reported that, ¿dr. (B)(4) states that the pt was pain free until the day she was to be discharged from roger city rehab. She complained of pain with weight bearing. CT scan showed a fracture. Pt was ordered 50% weight bearing however, she was non complaint.¿

Manufacturer narrative:
Method: device history records and complaint history database review. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. However, information received indicated that the pt needed revision. Device history records for the specific lot indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no other reported events for the subject lot code. There have been other events for the product family. Investigations concluded that most of these were either unconfirmed or related to pt activity. A root cause could not be determined with the limited information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.